Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately six and a half (6.5) years post initial procedure, during follow up, a type 3 endoleak (unknown type) was identified. The patient is currently being monitored while an intervention utilizing (non-endologix) products is being discussed. This event was previously reported under MDR#: 3011063223-2026-00057. An internal clinical assessment determined a type ib endoleak from the right common iliac artery occurred that was not in the event as reported. The type ib endoleak was discovered on (B)(6) 2026 during a review of the CT scan report dated on (B)(6) 2026.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak is confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms for this event could be determined. It was reported that there was no abdominal aortic aneurysm (aaa) at the time of the index procedure, rather the grafts were placed to treat atherosclerotic disease with calcified aortic plaque which is considered (off label outside of treatment range). There was concomitant product usage of (non-endologix) stents placed in the iliac arteries. It is unclear if concomitant product use contributed to the reported type 1b endoleak of the right common iliac artery. The final patient status was to be pending reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.